Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. The following cosmetic damage was also noted: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown, but at the time of call it was 320 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; she just remembered sitting in a church meeting when the pump alarmed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.